Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain. It was reported that the patient had an error 8286 (empty reservoir) on their pump remote and had an alarm sound even though they had a refill 10 days prior, on (B)(6) 2018, and their alarm date was (B)(6) 2018. They had the pump for several years and were having increasing discomfort around the pump site. There were no further complications reported at this time.